Event description:
Additional information received from a healthcare provider (hcp) indicated she noticed persistent drainage from the right frontal cranial incision which was described as being purulent in appearance. On (B)(6) 2017 the extension and ins were left in situ. The stimloc and lead were explanted and sent as a specimen. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1bbx2, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event, explant date: dates approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their ins explanted due to infection. No further complications were reported as a result of this event.